Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 130-137 mmol/l were reported out of the lab. The physician questioned the results. The specimens were re-tested and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated and qc is run routinely every 8 hours. Qc results were within the lab's established ranges prior to the event. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and replaced several hardware components. A clear root cause has not been identified for this event. A malfunction will be assumed for the purpose of this report.